Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. Technical support provided information on how to reset the pump, assisted in the reset, and confirmed that the malfunction code did not recur after the reset. The customer was informed to continue using the pump and to contact support again if the issue reoccurred, which the caller acknowledged and understood.